Event description:
The report received from the clinical study, indicated that 4 days after the pta procedure, the patient developed a stroke with a symptoms of consciousness disorder. Medication was administered and he recovered 3 days later. Cerebral infarction was observed by MRI on the both side. According to the physician, it was unsure if the stroke was occurred due to the post-dilatation after the stent placement as there was also cerebral infarction on the contralateral side. During the pta procedure, an angioguard's delivery and a precise stent placement were successful. The lesion was pre-dilated with a 2.5mm balloon at 7, a 3mm balloon @ 7atm and a 3.5mm balloon at 7atm. Post-dilatation was performed with a 4.5mm balloon @ 7atm with an unknown balloon catheter. Opimo (tokai medical) and percusurge (medtronic) were used for the procedure. The patient had neurological symptoms prior to the procedure of visual blackout prior to the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.